Manufacturer narrative:
Based on the details of the complaint the advanta v12 was used in the superior venacava. Upon deflation the balloon was attempted to be removed back through the sheath and upon withdrawal the balloon separated from the catheter shaft. The details also indicate that the correspondence that catheters and 2 peripheral angioplasty balloons were passed through the sheath prior to using the advanta v12 covered stent. The device was not returned or the introducer sheath used in the case therefore the complaint cannot be confirmed. Being that there had been a minimum of two other devices passed through the introducer sheath prior to the use of the advanta v12 there is a possibility that the introducer sheath was damaged upon withdrawal of these other devices. The distal tip of the introducer sheaths can become deformed while pulling balloon catheters back through the sheath. Multiple questions regarding the case were asked and responded to. One important question was unable to be answered and this question was in relation to the amount of time allowed to deflate the balloon prior to withdrawal. The instructions for use (IFU) specifies the following in regards to deflation of the balloon: deployment - deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding to the next step note: it is recommended that the guidewire remain across the lesion until the procedure is completed. While maintaining guidewire position and negative pressure on the inflation device slowly withdraw the delivery catheter. The warnings and cautions section also specifies the following: "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." Being that the deflation time was not documented it is likely that the balloon was not allowed sufficient time to deflate prior to withdrawal back through the sheath and there is also the possibility that the sheath was damaged. A full review of the device history records shows that this production lot of catheters passed all quality and performance criteria and there were no non-conformances noted during the manufacture of the product. Specifically the proximal balloon weld tensile test requirements. The data from the device history records shows that the minimum proximal weld tensile test value of the 20 samples tested was 26.2 newton¿s. The product requirement document v12 otw vascular covered stent for the proximal weld tensile strength specifies that the minimum allowable proximal weld tensile strength is to be 15 newton¿s. In this regard, the data exceeds this specification by 11 newton¿s. The review also included the review of the drawn down catheter shaft assembly whereas the catheter shaft drawdown location is tensile tested to ensure the integrity of the drawdown inflection point. This is the location of the proximal balloon bond weld. The data shows that the drawn down extrusions met the requirement of 22.5 newtons. The actual minimum tensile test value was 36.8 newton¿s. Based on the investigation results it is possible that the introducer sheath was damaged prior to the use of the advanta v12 and also that the full 40 seconds of deflation time was not observed prior to withdrawal.

Event description:
N/a.

Manufacturer narrative:
Additional information section: b3, d11, and e1.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
After the balloon was deflated and stent had been deployed. The physician removed the delivery system, however the balloon position of the system broke off of the shaft. This resulted in balloon stripping off from the device at the hemostatic sheath.

Manufacturer narrative:
Additional information: e1.

Event description:
N/a.